Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the surgery detailed in this event occurred 10 months and 3 days apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by pathology and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was a nonconformance associated with the main part #508-00-032, socket, insert 32mm std. Rsp humeral, which documents that out of 40 parts lot, 3 parts were rejected subsequently and scrapped due to issues like nick on part, dimension out of tolerance and improper surface finish. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There were no findings during the evaluation that indicate the reported device was the source or had a direct connection with the patient's infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical. There are no indications of a product or process issue affecting implants safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.